Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm12.6, -04.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2013. Refractive suprise was observed, lens remains implanted. Removal and exchanged is currently being planed to resolve the issue. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Adverse event should have been added in supplemental medwatch report #2. Required intervention to prevent permanent impairment/damage (devices) should have been included in supplemental medwatch report #2. Unk should have been included in supplemental #2. Device evaluation: lens was returned in a micro-centrifuge vial in liquid with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Device available for evaluation: 12-sep-2019. Claim#: (B)(4).

Manufacturer narrative:
The original MDR stated "lens remains implanted" which should be updated to "lens removed." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).